Event description:
Information was received indicating that a smiths medical pump had it's programming lost. There was no reported adverse event.

Manufacturer narrative:
Other, other text: device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer stated problem. According to the investigation, testing of the device was performed and the device did not lose any program. The device ran the program for an extended period of time with no issues occurring. Further investigation of the pump and determined that it is possible a battery issue. Therefore, no problem found with the issue. However, investigation recommended software installation as preventive measure. The problem source of the reported problem is unknown.